Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm would charge for 3-4 hours then stop working. It was mentioned that the patient had to seek medical attention but no details were given on this event. Three follow ups have been done but no additional information was given.